Event description:
It was reported that a physician attempted to dilate a hemodialysis shunt at the left subclavian artery, and during the second inflation, the balloon ruptured at 10 atms. The device was removed and the procedure was continued with a non-abbott device. There was no reported pt consequence. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.